Manufacturer narrative:
An event regarding pain involving an exeter stem was reported. Medical review and mar confirmed range of motion issues(impingement) but could not confirm pain. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: patient underwent an index tha on (B)(6) 2014. Developed pain. Pre revision xrays demonstrate fragmentation of the acetabular ceramic insert. Photographs of the explanted insert and shell show the intact shell and fractured insert. Post operative xrays of the tha with revised acetabulum that appears well fixed and in satisfactory alignment and orientation. The explanted ceramic insert, titanium sleeve of the alumina insert and ceramic head were sent for detailed material analysis. [...] Review of these records confirms mechanical failure of a alumina ceramic acetabular insert occurred.[...] Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the medical review concluded the following: [...] Review of these records confirms mechanical failure of a alumina ceramic acetabular insert occurred. Detailed material analysis was completed upon the explanted ceramic insert fracture fragments, acetabular component titanium sleeve and ceramic femoral head. It was concluded that the ceramic insert of the alumina acetabular component had fractured allowing the ceramic insert fragments, ceramic head and titanium sleeve to articulate against each other causing the damages noted. In addition they noted there was also damages consistent with the stem impinging on the rim of the acetabular titanium sleeve. Based on this information they concluded there were no identifiable manufacturing discrepancies in the analyzed components. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient reported that he felt discomfort in the hip and that heard noises during the movement. The doctor made an x-ray (attached) and found on the physical examination that it was a possible break in the insert. A revision surgery was performed on (B)(6) 2018 and the broken component (insert) was replaced. Update: medical review and (B)(4) confirm fracture of the ceramic insert but also note damage to the outer sleeve of the liner consistent with impingement with the stem.